Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection. And the following was observed: clogged nozzle and clogged air/water channel (white residue) on both the insertion section side. And the universal cord side was confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been more than 6 years, since the subject device was manufactured. Based on the results of the investigation, it was determined, that the procedure was delayed in order to replace the defective device. It is likely, that the device was not reprocessed properly. However, the root cause of the event could not be determined. This supplemental report includes a correction to d4 to provide information that was inadvertently not included in the initial medwatch. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-00203.

Event description:
It was observed that during device evaluation, the insertion tube side and light guide lens side of the colonovideoscope was clogged with white residual causing no air/water flow. Further information indicated that the patient's colonoscopy and anesthesia were delayed by 1 hour as there was a lack of air through the scope during testing prior to the procedure. The procedure was completed with a different device in an alternate operating room without further incident. There were no reports of patient harm.